Manufacturer narrative:
The ge rep conducted an onsite investigation. The key switch was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the vertical lift column would not work. No pt injury was reported.